Event description:
The customer reported intermittent etco2 readings during a pt event. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported intermittent etco2 readings during a pt event. There was no negative pt impact. The device was evaluated by a philips field service engineer. The symptom could not be duplicated. The device passed all testing and was returned to service. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.